Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Multiple attempts were made by tandem technical support, however, no response was received. There was no adverse impacted reported.